Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedances on the right ventricular (rv) lead had been fluctuating since one month after implant. It was determined that the set screw had not been fastened tightly. The set screw was revised, and the lead and device remain in use. No patient complications have been reported as a result of this event.